Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The complaint received states that (B)(4) study patient suffered an arterial dissection during the index procedure. This is a (B)(6) male with medical history including angina, coronary artery disease, hyperlipidemia, and an allergy to sulfa. Diagnostic angiography revealed triple vessel disease; however, the cypress target lesion was mid rca. The target lesion was described as de novo, 3.0mm reference diameter, 12mm in length, moderately calcified and 95% stenotic. Angiomax was used for the procedure, and an asa and plavix regimen was initiated and maintained post procedure. Preprocedure timi 0, post stent implantation timi 3. The lesion was pre-dilated three times with a 3.0 x 15 mm balloon catheter at 16 atm. The physician had difficulty accessing the target lesion with the cypher 3.0 x 18 mm stent on the first attempt but successfully implanted it at 16 atm. A grade a edge dissection was noted. The dissection was treated by implantation of an additional cypher 3.0 x 8 mm stent in overlapping fashion. The patient was discharged the day after the procedure. The stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15109288 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Dissection is a well-known and extensively documented potential complication of this type of procedure and is listed in the instructions for use (IFU) as such. The physical manipulation inherent in the stent implantation procedure intentionally disrupts the vessel plaque and intima in an effort to reconstruct viable patent vasculature and treat the atherosclerotic disease process. There is no evidence of manufacturing or design issues that contributed to the event. Inspections are in place to ensure that no damaged products leave the facility. No corrective action is required at this time.

Event description:
The report received from the (B)(4) study indicated that the patient was enrolled in the study and was found to have three-vessel disease and had one lesion treated during the study index procedure. The target lesion for the procedure was the mid right coronary artery (rca). The lesion was pre-dilated three times with a 3.0 x 15 mm balloon catheter at 16 atm. The physician had difficulty accessing the target lesion with the cypher 3.0 x 18 mm stent on the first attempt but successfully implanted it at 16 atm. A grade a edge dissection was noted. The dissection was treated by implantation of an additional cypher 3.0 x 8 mm stent in overlapping fashion. The patient was discharged the day after the procedure. Additional information has been requested. The mid rca target lesion was reported to be: de novo, 3.0 mm vessel diameter, a 95% stenosis, 12 mm length, moderately calcified, not tortuous, and type b1. The residual stenosis was 0% and the flow pre and post-procedure was timi 3.